Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump unhooked from customer's waist and fell and the touch screen became cracked. Customer is unable to interact with the pump due to the cracked touch screen. Customer's blood glucose was 100-150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.